Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient who had been lost to follow up for three years came for an office visit and indicated that the implantable cardioverter defibrillator (ICD) had been beeping for two years. Upon interrogation, the device was found to have a power on reset (por). The ICD was indicated to be reset and the device was at elective replacement indicator (eri). A replacement procedure was scheduled. No patient complications have been reported as a result of this event.